Event description:
The event occurred on an unspecified date and involved a plum 360 driver new that reportedly failed the delivery accuracy test during preventative maintenance. The delivery accuracy expected was 20 ml +/- 1 ml and the measured output was 22 ml. There was no patient involvement and no human harm.

Manufacturer narrative:
Note: the customer later reported that they were able to pass this pump on the volume flow tests, thus they will not be returning the pump for repair. The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Unfortunately, we did not receive any pump event/log history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.